Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hakim programmable valve had unexpected pressure setting changes after implantation. The revision surgery was performed. The valve was implanted to the patient a few years ago; however, date of implant and initial setting are unknown. The patient outcome was fine. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI : (B)(4). The device was returned for evaluation. The valve was visually inspected: no defects were noted. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks were noted. The catheter was irrigated, no occlusions noted. The valve was reflux tested and passed. The valve was then pressure tested and passed. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the evaluation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.